Manufacturer narrative:
(B)(4). Approximate age of device ¿ 66 days. A direct correlation between the device and the reported stroke and hemolysis could not be determined. Additionally, the report of a suspected lvad-related embolism could not be confirmed. Stroke, bleeding, device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2015 the patient presented to an outside hospital with aphasia in the presence of a sub-therapeutic inr while taking coumadin and aspirin (inr values were not provided). A CT scan showed chronic encephalomalacia in the right frontoparietal-temporal region reflective of a remote inferior division right middle cerebral artery infarction. There were no findings to suggest acute or subacute ischemia. The timing of the remote findings was not provided. The symptoms reportedly resolved on (B)(6) 2015. On (B)(6) 2015 the patient again developed aphasia. A CT scan showed a new large left intraparenchymal hemorrhage that indicated the stroke was ischemic and progressed to hemorrhagic, and reportedly may have originated as an embolism from the lvad since the patient had an elevated lactate dehydrogenase at the time of the event. Neurosurgery performed a left craniotomy for evacuation of the supratentorial intraparenchymal hemorrhage. Post-procedure anticoagulation was resumed and the patient's inr steadily increased. The patient continues to have some confusion and variations in mental status. No additional information was provided.